Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2009. Patient further alleges pain, frozen knee and neuropathy. There has been no reported revision procedure. A review of invoice history confirmed the initial surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."